Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during removal of the protective sheath from the 3.25 x 38 mm xience alpine stent delivery system, the stent implant dislodged and was located inside the sheath. The device could not be used on the patient. There was no reported resistance during removal from the dispenser or protective sheath, nor was force applied or any manipulation of the stent implant. There was no patient involvement. Another stent delivery system was able to be used successfully for the case. No clinically significant delay in the procedure was reported. No additional information was provided.